Manufacturer narrative:
A: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a cage used in mis-tlif therapy for lcs. Levels implanted: l4/5 it was reported that there were no problems after the surgery, and there were no problems with the photos taken at the time of discharge on (B)(6). On (B)(6), when an x-ray was taken during a 1-month postoperative periodic medical check-up, it was discovered that the cy cage that was jacked up was jacked down. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received. It was reported that the jacked up cy cage has lowered. Additional information was received. No additional surgery was planned as a result of the event.